Event description:
It was reported that touchscreen was scratched and often unresponsive.there was no reported impact to the customer¿s blood glucose level. Customer was out of warranty and in the process of renewal, declined further follow up from technical support, and no additional information was received regarding actions taken or the outcome of the event.